Manufacturer narrative:
(B)(6).

Event description:
It was reported that after 30 minutes use of a tracheal tube, air leakage was observed from the cuff. The faulty tube was exchanged with a new one. The tube was checked in according to the instructions for use. Post-use testing was done on the tube and the leak was confirmed by observing the inflated cuff placed in water. There was no patient injury associated with this incident.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. The returned sample was visually inspected and no discrepancies were observed. The returned device sample underwent leak testing by inflating and using a syringe. It was submerged under water, and a leak was observed. The most probable root cause is that the product became damaged after it left the shm facilities. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.